Event description:
It was reported that after the initial inflation in the sfa, the pta balloon would not deflate. The guidewire was used to puncture and deflate the balloon. There was no retraction difficulty. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The sample was returned. The inflation hub was returned detached from the catheter. Per the complaint comments, the hub detachment did not happen during the procedure; therefore, the detached hub most likely occurred as the sample was being packaged to send back to bpv. The hub detachment is not related to the reported event and will be considered an incidental finding. Inflation/deflation testing could not be performed due to the detached hub. The investigation is inconclusive due to poor sample condition (i.e. Detached hub) which prevented functional testing. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath.